Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:investigation revealed that the display screen was functioning correctly. No defects were detected on the display and display circuits. Unrelated to the complaint, evaluation revealed that the up arrow contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the up arrow and contrast key contacts. The keypad was found to be intact; no peeling or lifting was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is moisture under the screen and now. There was no trauma. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.